Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (headset lot number 30274159), is related to case with patient identifier (B)(6) (transfer set lot number 32342159).

Event description:
It was reported that insulin leaked from the connector connection of the infusion set between the infusion tubing and headset resulting in elevated blood glucose levels.